Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously showed 6 years remaining longevity. However, during the recent device check, the device showed 3 years remaining longevity. The patient was in atrial fibrillation (af) for several months and had an attempted cardioversion but failed. Boston scientific technical services (ts) discussed possible reason for this event and suggested to have a save to disk to verify cause for increase in power consumption. Additional information obtained from the field which indicated that the patient is being observed for now. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
.

Event description:
.